Event description:
It was reported that the spinal cord stimulation (scs) system underwent a revision procedure for an unknown reason. The current location of the device remains unknown. No additional information was available.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the spinal cord stimulation (scs) system underwent a revision procedure for an unknown reason. The current location of the device remains unknown. No additional information was available. Additional information indicated the spinal cord stimulation (scs) patient underwent an explant procedure as part of an elective system upgrade. The decision was made to transition to a non rechargeable device to eliminate the need for regular charging. The patient is recovering well postoperatively. The explanted device will not be returned, as it was disposed of in accordance with the facility biohazard disposal protocol.